Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the proximal circumflex. The following day the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device. (Ref MFR # 9612164-2011-01331 and 9612164-2011-01332).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (haemorrhage). Evaluation conclusions: inherent risk of procedure - (haemorrhage). (B)(4).

Event description:
It is reported that approximately 16 months post index procedure, the patient suffered a gi bleed. The patient was hospitalized. The investigator has assessed that the event was not related to the study device.

Event description:
The previously reported gi bleed is indicated to have occurred one month post the date previously reported. The patient was diagnosed with colon diverticular disease following a colonoscopy and endoscopy.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).